Manufacturer narrative:
The returned device was evaluated. During an investigation it was found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a few seconds and the 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The failure was caused by u21 (current limiter ic) reverse biasing resulting from rds connector j5 pin 7 contacting the rds docking station after the other pins. The instrument board into was replaced and the unit functioned as designed.

Event description:
It was reported that the device shutting down during operation with a fully charged battery. There was no known impact or consequence to patient.